Event description:
It was reported that occlusion alarms occurred, leading to a blood glucose level reading of "high." Customer experienced a significant impact with bg exceeding 500 mg/dl, confirmed by the cgm reading ¿high.¿ customer addressed the issue by administering a correction bolus through the pump, changed the infusion set, and cartridge, and resumed insulin delivery. There was no need for third-party assistance, and there were no recurring occlusion issues. Customer requested goodwill, and the case was closed by cts.